Event description:
It was reported that during a lap oophorectomy procedure, the tissue pad came off and fell into the pt and was retrieved. Used another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.